Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant procedure during an attempt to reposition the right atrial (ra) lead the helix could not be retracted. The lead was pulled and the patient experienced pain so repositioning was abandoned. Due to the development of tamponade, drainage was performed, and a small amount of blood was drawn. The procedure was completed. During a computerized tomography (CT) scan it was seen that lead had perforated and protruded from the atrium. The patient underwent open surgery to remove and replace the lead. During procedure excessive bleeding occurred which was controlled by closed the area with sutures. The procedure was completed. No further patient complications have been reported as a result of this event.